Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the thigh, which is off-label usage of the device on (B)(6) 2025. On (B)(6) 2025 the patient experienced syncope while showering. The last remembered cgm reading was 110 mg/dl. The sister found her and called emergency medical service (ems). The bg was 40 mg/dl and the patient was given glucose. She was treated overnight in the hospital and released the following day. Although the report states the patient was discharged the next/following day, the length of time in the hospital (less than or more than 24 hours) is unknown. She was stable during the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.